Event description:
It was reported that during a vaginal hysterectomy procedure, there was a broken handle. The handle broke while cutting. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Pinion axle support. The analysis showed that the atw45 device was received with the firing trigger handle and with a white cartridge reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axel support was found broken. A batch record review was performed and no anomalies were found during the manufacturing process.